Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, both error codes most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: e216 (scope communication error) occurred due to dirt on the electrical contact of the video connector. B30 (scope communication error) occurred due to damage to the imaging unit. Bending of curved rubber due to external factors was observed. The curved rubber adhesive is missing. Scope ID function failure noted. Evaluation findings confirmed the customer reported issue of (error code e216 ). The failure was attributed due to dirt on the electrical contact of the video connector and damage on the imaging unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of error, "scope not recognized (error code e216)". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.